Event description:
The complainant reported that one day into impella cp support, the patient had a weak pulse in their lower left extremity. The decision was made to explant the pump in response to the condition. It was later reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that the patient endured worsening renal failure with an unknown (undetermined) relationship to the impella device. The patient was said to have recovered from the condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿